Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician isolated the issue to a broken brake detent. He replaced the brake detent to repair the bed.